Event description:
Tria soft stent was opened to the sterile field by circulator. Surgical tech pulled the internal string, and the curve of the stent fell off. No excessive force was used. The stent was passed off the field and a new one was opened and used. The device was never in contact with the patient.